Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, an alert for possible output circuit damage was observed. Interrogation showed multiple episodes with shocks delivered. It was noted patient had presented to the hospital for back surgery that day and the inappropriate therapies were due to cautery. Multiple successful therapy delivery had occurred after the output circuit damage alert. The patient will return to the clinic so the alert can be cleared. Device remains implanted.